Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain, low heart rate and sepsis. Intermittent atrial undersensing was noted on the right atrial (ra) lead. The lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.